Manufacturer narrative:
Correction h10: upon further review of this report, it was determined that the over infusion flow rate was less than or equal to 30 percent of the expected rate and therefore, is unlikely to lead to a serious injury. Additional information h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred between 09/03/ 2022 - 09/05/2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over infused; further described as the drug was administered in 39 hours instead of 46 hours. This was observed during a patient infusion. The device was filled with 44 ml fluorouracil 50mg/ml plus 186 ml dextrose 5% with a total volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.